Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2007 (B)(6); product type catheter. (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Per the attorney, sometime during late spring or early summer of 2013, the patient's "infusion pump line broke" causing his infusion pump to overdose and/or underdose him. He "began experiencing a battery of physical and mental problems that were directly and proximately caused by the pump's failure." A previously mentally stable man, the patient became an insomniac, staying awake for days on end and he experienced hallucinations for months. His memory failed him, where he would wake up without any recollection of the previous day's events. Complete strangers were able to take advantage of him, as the patient suddenly lost his ability to care for himself and his affairs. "Trips to a doctor's office were futile, his communication skills and mental state had diminished considerably preventing him from effectively describing his problems". On (B)(6) 2014, a CT scan revealed a fracture in the distal end of the catheter tubing and "an accumulation of fluid collected at the catheter's tip."

Event description:
It was reported that approximately 6 weeks prior to this report, the patient had an unexplained increase in pain symptoms; he had pain in his low back and legs. Approximately 4 weeks prior to this report, the patient had a CT scan for an unrelated abdominal issue. After the scan, it was noted that the catheter had completely sheared at the intrathecal entry point. There was a catheter break and migration/dislodgement in the distal segment of the catheter. The spinal segment of the catheter was replaced on (B)(6) 2014 and connected to the remainder of the existing catheter. The distal segment of the original catheter was left in the intrathecal space. The patient status was reported as ¿alive-no injury¿. The device system was delivering hydromorphone and bupivacaine.